Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while attached to the site. The customer began to snack immediately. During follow-up, the customer's blood glucose level was in the 300s but was at a level the customer was comfortable with.